Manufacturer narrative:
The facility found the ground pin on the power cord was damaged. The facility replaced the power cord to repair the bed.

Event description:
Alleged the bed is getting a ground loss error.